Event description:
The device was returned for service. During service by baxter, cracked door hinges on pump #2 were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of cracked door hinges on pump #2 was confirmed. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.